Manufacturer narrative:
Continuation of d10: product ID 8709 serial# (B)(6) implanted: (B)(6) 2007 explanted: (B)(6) 2026 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 05-feb-2009, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen (2000 mcg/ml) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. It was reported that during the routine pump replacement procedure, when the physician opened the pump pocket to replace the pump, he tried to aspirate the catheter through the catheter access port and was unable to do so. He then cut the catheter at the pump segment to see if it would drip, but the catheter did not drip. He then removed the entire catheter and replaced it with a new one. It was noted that the patient was not experiencing any signs or symptoms that they were aware of prior to the procedure. After the procedure, the physician lowered the patient¿s daily dose in the new pump to 100 mcg/day because the old catheter didn¿t aspirate. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.